Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the jaws on the device would not close after several uses (stuck in open position). The device was removed from the pt. The procedure was completed with a different but similar device. There was no pt injury reported.

Manufacturer narrative:
Olympus received the thunderbeat hand instrument for evaluation. The evaluation did not confirm the user's experience. The teflon pad was found burned, melted and shredded at the middle portion of the grasping section distal end. There was tissue build up between the wipers and the jaw causing slight restriction. Abrasion marks were found on the probe tip. The thunderbeat hand instrument was tested using an esg-400/usg-400 and no error codes were displayed. The device was forwarded to the original equipment manufacturer for further investigation. This report will be supplemented if additional and significant information is received at a later date.